Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
On (B)(6) 2010, a customer reported a complaint regarding one clearlink y type blood set with clamp. The customer reported that the connection broke, and blood squirted out. The customer has provided a photo to indicate where the breakage occurred. The process step was during use on a patient; however, the customer indicated that follow-up indicated there was no patient injury or medical intervention. The sample is available for evaluation. No further information is available at this time.

Manufacturer narrative:
Evaluation summary: the reported condition of a broken connection was confirmed as the tubing being separated from the base of the blood chamber. This condition was caused by the bonding being out of tolerance. This is a single use device and was discarded. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. This issue is being investigated through rsp-CAPA-(B)(4). Should additional information become available for evaluation, a follow up medwatch will be submitted. (B)(4)